Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported during pd treatment the patient received an "m31 air detected in cassette" warning during fill 1/5. The pd patient stated that the heater bag was connected to the red line and was full. The pd patient stated he did not see any air in the lines or bags and the unused lines at clamped. The patient rebooted the cycler and then received a "power fail recovery failed" message and cancelled treatment. After the patient removed the cassette he stated he did not see fluid leaking but did feel moisture inside the cassette door. The patient reverted to manual exchanges to complete treatment and the patient's cycler was replaced. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no patient injury or adverse event. The pdrn stated the patient reported moisture inside the cassette door area after receiving several cycler alarms during fill 1 and when cancelling treatment. Per pdrn the moisture was noted when opening the cassette door and indicated it was unknown what may have attributed to the observed moisture. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. The sample was discarded and was no longer available to be returned for evaluation.

Event description:
...

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.